Event description:
History significant for undergoing an anterior repair with vaginal cuff suspension using pinnacle mesh and transobturator tape placement in 2008. She developed recurrent prolapse and was noted to have mesh erosion on exam with vaginal pain. She decided on surgical intervention for removal. History significant.